Event description:
It was reported that during a da vinci si surgical procedure the 5mm cautery hook a-sure accessory broke and fell into the patient. A 5mm port incision was created on the patient to retrieve the fragment. The accessory fragment was retrieved and the planned surgical procedure was completed. No patient harm, injury or adverse outcome was reported.

Manufacturer narrative:
The accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. As of july 18, 2012, there have been no reported recurrences of the incident.